Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was a thermal event.

Event description:
It was reported that there was a thermal event.

Manufacturer narrative:
Alleged failure: short when plugged in. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be the bent pins connector (due to a possible inserted wrong causing the pins to bend or the connector was removed/inserted on a twisting motion). The product was returned for investigation and the failure mode will be monitored for future reoccurrence.